Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, multiple episodes of noise were observed. The lead was capped and replaced without any adverse events. The patient was discharged.